Event description:
It was reported that "leakage during use. During the procedure, the balloons seemed to deflate slowly. As a result, the lung gradually came up during the operation. A tube that is at least 0.5 size larger is always used." No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4) complaint verification testing could not be performed as the sample is pending to be returned for analysis. A device history record review was performed and revealed no production issues from the perspective of the reported defect and the time of manufacture of the complained lot. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "leakage during use. During the procedure, the balloons seemed to deflate slowly. As a result, the lung gradually came up during the operation. A tube that is at least 0.5 size larger is always used." No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.